Event description:
Event description cpi received information that during routine implant testing, an external cardioverter defibrillator (ecd) was used to establish the patient's defibrillation thresholds. The ecd did not deliver commanded therapy to the patient due to a faulty cable connecting the ecd to the patient's leads.